Event description:
The customer reported the system intermittently failed to boot up related to displayed error code messages. It was also reported, the tables' movements were erratic. No reports of patient injury.

Manufacturer narrative:
A ge service representative performed an on site investigation. Several fuses including the operator console were reseated. Also, the x-ray tube was adjusted. The system was then found to be operating as intended.